Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. The connecting screw broke where the threads transition to the shaft on the end with the t handle and the clamp was received disassembled as a result with all pieces being returned. Both sides of the fracture face of the connecting screw are homogenous and there are no indications of material anomalies. There are deep circular score marks on the top of the upper clamp vise plate where the base of the t handle housing meets it. The set screw that holds the connecting screw in the assembly is still in place and protrudes approximately 1.8 mm above the bottom face of the lower vise plate. The top of the screw is angled slightly to the face of the bottom vise plate. The design is adequate for the intended use and therefore this complaint is invalid.

Event description:
It was reported that after a l5-s1 synfix procedure was completed, the account was disassembling the instruments and the bolt on the synframe ring clamp broke off. The broken fragment was retrieved, no harm to the patient. This is report 1 of 1 for complaint (B)(4).